Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity. On (B)(6) 2017, it was reported that when the patient overdosed on baclofen five to six years prior to this report. It was reported that it was initially believed that the patient¿s pump had gotten low and the patient and the healthcare provider (hcp) had a phone conversation regarding what sounded like withdrawals. The patient was given oral baclofen, but their pump was not empty resulting in an overdose of baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.